Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient work list not showing upon station is not on remote support service. The field service engineer found the hard drive had no space available. Freed up approximately five gig of space. Rebooted station and messages were across between server and station. Customer verified patient information is showing up correctly. Attempted to reload remote support service but unable to get a connection. Station is going to be upgraded in a few days. Customer verified patient information is crossing accurately and performed visual inspection of machine. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 did not display the patient work list when the station was not connected to remote support services, and as a result, no medications could be retrieved. There were no adverse events or injuries reported based on this incident.